Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and provocative testing was recommended. Provocative testing was performed and the noise was unable to be reproduced. The patient was stable and will continue being monitored.